Event description:
The dynaflex device was removed from the patient, reason not indicated. A malleable device was implanted. Ams has requested additional info. Info received on 7/16/97 indicates a dynaflex device was implanted on 2/11/91. The right cylinder was removed from the patient, date and reason not provided. The left cylinder was removed from the patient on 5/14/97 because it deflated too quickly. Unable to obtain additional info.